Event description:
Clinic notes dated (B)(6) 2011 note that the patient has a past medical history of sleep apnea. It was noted that the sleep apnea is very minimal. It is unknown if the sleep apnea is related to vns therapy and when the sleep apnea was first observed. Attempts to obtain additional information have been unsuccessful to date.